Manufacturer narrative:
Section d4: model number: unknown; information was requested but not provided. Best estimate is that it is an odyssey lens. Section d4: catalog number: the catalog number is unknown, as the serial number was not provided. Best estimate is that it is an odyssey lens. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: unique identifier (UDI) number: unknown, as the serial number was not provided. Section d6b: if explanted; give date: not applicable as the device remains implanted. Section e1: initial reporter establishment name: unknown, information not provided. Section e1: initial reporter's address, city, and zip code: unknown, information not provided. Section h3: the device was not returned for evaluation as the lens remains implanted and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. Attempts were made to obtain missing information; however, the information was not available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The complaint pertains to an injector-related issue involving an odyssey intraocular lens (iol), in which lens marks or scratches were observed. The physician reported experiencing resistance during lens advancement; however, implantation was completed despite the resistance. The device was prepared by an experienced technician, and lens storage conditions and operating room temperatures were reported to be consistent. The observed marks or scratches did not affect patient vision and did not require lens removal. No further information was provided.